Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation it was discovered that the pulse wire was broken inside of the cable running between the distribution node (dn) and ECG "b". The root cause for the broken pulse wire could not be positively identified, but was likely excessive force on the electrode belt cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.